Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive change overtime. The lens was exchanged for a stronger power but same model and length lens. The problem was resolved. Cause of the event was reported as patient related factor.

Manufacturer narrative:
H6 - work order search: two additional similar complaint type event within associated lots was found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).